Manufacturer narrative:
Product not yet evaluated. (B)(4).

Event description:
Consumer complaint of low blood results. Customer&#62688;wife states that he feels well and requires no medical attention. Customer&#62688;expected blood results are 95-105mg/dl fasting. Verified the strips expire 02/28/2018. Customer confirms the strips are stored in the kitchen and was first opened (B)(6) 2015. 1: 146mg/dl, (B)(6) 2015, 12:13pm, fasting: yes; 2. 85mg/dl, (B)(6) 2015, 03:56am, fasting: yes; 3: 84mg/dl, (B)(6) 2015, 04:10am, fasting: yes; 4: 59mg/dl, (B)(6) 2015, 04:53am, fasting: yes; 5: 55mg/dl, (B)(6) 2015, 04:53am, fasting: yes. Customer's concern: 55mg/dl, (B)(6) 2015, 04:53am, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of low blood results. Customer's wife states that her feels well and requires no medical attention. Customer's expected blood results are 95-105mg/dl fasting. Verified the strips expire 02/28/2018. Customer confirms the strips are stored in the kitchen and was first opened (B)(6) 2015. (B)(6). Fasting:yes. No adverse event reported.